Event description:
The customer reported that the system had a communication error with the work station. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. No pt or staff injury was reported.